Event description:
(B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level throughout the day due to bent cannula. The patient entered correction bolus into the pump to resolve the issue but eventually became unconscious. Thereafter, the patient was taken to the emergency room in an ambulance. The patient had ketone levels, which the health care professional assessed as dangerous/life threatening. On (B)(6) 2018, the patient was admitted to the hospital for diabetic ketoacidosis and heart attack caused by high blood glucose level. The patient was given novolog via injections using sliding scale therapy and they also performed echocardiogram, chest x-ray and electrocardiogram, which resolved the issue. The infusion set had been in use for three days and there was no permanent damage to the patient. On (B)(6) 2018, the patient was released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.